Event description:
According to the dealer: "the patient, treated by oxygen and so user of a concentrator, heard a detonation after using the concentrator 2 hours. There was a burning smell from the concentrator. It was the first use of the concentrator." Alleged incident occurred in (B)(6).

Manufacturer narrative:
The alleged incident occurred in (B)(6) on a device that was sold in europe.